Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was failing and kept getting pump errors with pump. Restart and restarted three times then recurring. The pump alarmed pump error 41 where a motor power supply voltage error was detected and pump error 43 where an error in the motor was detected by reading unexpected value from hall sensor. Troubleshooting was performed, the customer cleared the alarm successfully, the pump rewind was completed, and the insulin pump failed in the displacement test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged device test failed, pump error 41, and pump error 43 observed on (B)(6) 2023. The pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and sleep current test. Successfully downloaded history files and traces using thump. Pump error 43 and 41 were found in the downloaded pump history on (B)(6) 2023 at 09:23:00.000 due to moisture damage. The pump was cut open to perform visual inspection and found moisture damage on the pbca 1, harness assembly vibrator, and motor flex cable. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Device test failed was not confirmed during testing. The pump passed full functional testing; however, moisture damage was noted on the electronic stack. Pump error 41 and 43 were confirmed in the pump's downloaded history due to moisture damage on the motor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.